Event description:
It was reported to the distributor, that the hd endoeye laparo-thoraco videoscope image was not displayed. The issue occurred during a procedure and it was completed with a similar device. There were no reports of patient harm associated with the event.

Manufacturer narrative:
The device was returned for evaluation and the customers allegation was not confirmed. It was noted that there were scratches noted throughout the device and the label on the video connector was peeled. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the reported no image issue could not be reproduced and a definitive root cause of the reported issue could not be determined, however, the issue was possibly the result of a malfunction of the image sensor unit, a circuit board inside the video connector or a malfunction on the system side. In addition, the following non-reportable malfunctions were found during the device evaluation: - insertion tube curved rubber scratches. - insertion part curved rubber adhesive part chipped. - cable section universal cord air leak. - insertion tube hard tube scratches. - connector part video connector scratches. Olympus will continue to monitor field performance for this device.